Event description:
Consumer reported developing an infection and corneal abrasions in both corneas. Hcp reports, patient was seen in 2007 with a diagnosis of right eye keratitis, infiltrate. Patient was instructed to discontinue contact lens wear and was prescribed vigamox. Patient was considered recovered by the next ten days, with persistent corneal opacities at lesion site. Concurrently, patient was seen by an ophthalmologist two days earlier, was diagnosed with infectious, non-central, superficial corneal ulcers ou and mild staining and superficial infiltrates ou. No culture was taken. The patient was treated with vigamox, and was considered recovered by the following nine days, with no permanent decrease in visual acuity.